Event description:
On 5/11/93, a morbidly obese 31-yr-old pt underwent emergency cesarean section and delivered healthy female. On 3/1/94 pt was readmitted with diagnosis of chronic cholecystitis. On 3/2/94 pt underwent exploratory laparotomy segmental resection of jejunum and ilium with anastomosis, segmental resection of small colon with end colostomy. Drainage and debridement of intraabdominal abscess. Post diagnosis was erosion of jejunum by foreign body. On 3/8/94 pt expired. Cause of death: adult respiratory distress syndrome caused by intrabdominal collection and sepsis syndrome.